Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysgeusia ("metal taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic reaction") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem") and back pain ("back pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced rash ("rash/skin condition/ allergic or rashes or skin conditions type: rash"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), skin disorder ("rash/skin condition"), genital haemorrhage ("abnormal bleeding (general)"), mass ("bumps") and pruritus ("itching") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full),sapling. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, psychological trauma, mass, pruritus, hypersensitivity, female sexual dysfunction and back pain outcome was unknown, the fatigue, alopecia, tooth disorder, weight increased, weight decreased and dysgeusia had resolved and the rash, skin disorder, genital haemorrhage and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, mass, menorrhagia, pelvic pain, pruritus, psychological trauma, rash, skin disorder, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, psych injury, fatigue, hair loss, dental problems, weight gain and weight loss. Current weight: 210 lbs. 3 (left) and 5 (right) coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: pfs and mr received: lot number was added, newly added events- genital bleeding, bump, itching, vaginal haemorrhage, menorrhagia, allergic reaction, female sexual dysfunction, back pain, outcome of the previously reported event- skin disorder, skin rash were updated, severity of previously reported events- pelvic pain female, abdominal pain was added, onset date of previously reported events were added, reporter was added, consumer height and weight was added, medical history was added, lab data were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), dysgeusia ("metal taste in mouth"), rash ("rash/skin condition") and skin disorder ("rash/skin condition") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, psychological trauma, rash and skin disorder outcome was unknown and the fatigue, alopecia, tooth disorder, weight increased, weight decreased and dysgeusia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, psych injury, fatigue, hair loss, dental problems, weight gain and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, psych injury, fatigue, hair loss, dental problems, weight gain, weight loss and metal taste in mouth. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. B61397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysgeusia ("metal taste in mouth"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic reaction") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), 8 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem") and back pain ("back pain"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain") and experienced rash ("rash/skin condition/ allergic or rashes or skin conditions type: rash"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), skin disorder ("rash/skin condition"), genital haemorrhage ("abnormal bleeding (general)"), mass ("bumps") and pruritus ("itching") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, psychological trauma, mass, pruritus, hypersensitivity, female sexual dysfunction and back pain outcome was unknown, the fatigue, alopecia, tooth disorder, weight increased, weight decreased and dysgeusia had resolved and the rash, skin disorder, genital haemorrhage and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, mass, menorrhagia, pelvic pain, pruritus, psychological trauma, rash, skin disorder, tooth disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, psych injury, fatigue, hair loss, dental problems, weight gain and weight loss. Current weight: 210 lbs. 3 (left) and 5 (right) coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test(s) total bilateral occlusion. Lot number: b61397 manufacturing date: 2013-08, expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.